Event description:
It was reported that this pacemaker was suspected of premature battery depletion as device had a five month battery remaining. Boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.